Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this pacemaker was explanted due to premature battery depletion (pbd) due to advisory, per physician discretion. No additional adverse patient effects were reported.